Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and dislodgement. This rv lead was explanted and replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm dislodgement and failure to capture observations with the lead. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection showed one small twist in the lead body. Furthermore, dislodgement is a known inherent risk of the device that indicated issue covered by the instruction for use.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and dislodgement. This rv lead was explanted and replaced with the same model. No additional adverse patient effects were reported.